Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a male patient with no prior conditions or procedures reported experienced a hyperacute thoracic aortic type b dissection with related paraplegia and pain in chest, back and legs. The dissection extended from 2 cm distal to left subclavian artery and to the common iliac arteries. The patient was treated with tevar on (B)(6) 2019. On (B)(6) 2019 progression and dilation of the descending aorta was noted and the patient underwent a second tevar procedure where the zta-p-36-161 was implanted with the proximal sealing zone in zone 1. Four days after the procedure on (B)(6) 2019 the patient experienced antegrade progression leading to type a dissection and had open surgery with replacement of the aortic valve and the aortic arch. On (B)(6) 2019 the patient developed tamponade with bacterial invasion and a re-thoracotomy was performed. On (B)(6) 2019 the patient was discharged from the hospital. The patient was then readmitted to the emergency department on (B)(6) 2019 due to resuscitation. The cause of death is noted to be cardiac arrest due to pulseless electrical activity (pea). It is noted that the information provided for this complaint is contradictory, why it is unclear whether the device was implanted in the first or second tevar procedure. Based on the provided information it is assessed that it is most likely that the zta-p-36-161 was implanted during the second procedure and that it was not explanted. Therefore, this complaint will handle a zta-p-36-161 implanted in zone 1 in a patient with dissection who then experienced antegrade progression leading to open surgery. A clinical assessment was performed. Per the assessment the death is most likely due to a cascade of events. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Per the instructions for use the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. Furthermore, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. Damage to the aorta and/or the aortic valve are known adverse events. The reported use of zta for treatment of dissection is considered outside the instructions for use as the zta is not indicated for this. Furthermore the safety and effectiveness has not been tested in patients with dissection and it can therefore not be ruled out that the use of zta in a patient with dissection could contribute to the reported antegrade progression. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: the patient was urgently treated for aortic dissection. The same day, the patient experienced aneurysm or vessel leak, requiring an additional tevar (thoracic endovascular aortic repair ). In addition, the site reported subsequent complete type a dissection, tamponade, bacterial infection, antegrade progression of dissection, and patent abdominal false lumen with unknown source of flow. On (B)(6) 2019, the patient was urgently treated for hyperacute thoracic aortic dissection type b with placement of 1 zta-p device. No issues were reported on imaging at the end of the procedure. An adverse event was reported on 06apr2019 (same day as procedure), aneurysm or vessel leak proximal to the study stent. Treatment is noted as surgical¿aortic arch replacement, cardiac valve replacement, and device explantation. For relatedness to study device and procedure, the site responded that it is a retrospective event, unable to determine. It is noted that this event led to the patient¿s death. Additional information provided: (B)(6) 2019 type b aorta dissection for which tevar. (B)(6) 2019 progressive dilation of descending aorta for which additional tevar. (B)(6) 2019 complete type a dissection for which supracoronary ascending aorta replacement and aortic valve repair. (B)(6) 2019 tamponade with bacterial invasion for which rethoracotomy. (B)(6) 2019 discharge from hospital. (B)(6) 2019 readmission at emergency department due to resuscitation, deceased at emergency department. At the 1-month follow-up visit, imaging completed on (B)(6) 2019 (100 days post procedure) revealed antegrade progression of the dissection without development of a new entry tear. Thoracic and abdominal false lumens were not present. At the 6-month follow-up visit, antegrade progression of dissection is still noted, with addition of patent abdominal false lumen with unknown source of flow. The date provided for this imaging is the same as that provided for 1-month imaging but provides different information. Patient outcome: the patient subsequently undergoes several other operations which lead to a series of events which eventually lead to the death of the patient. A causal relationship between the device and death of patient could not be established based on the current information.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 21nov2024: the site has changed the treatment information to indicate that the device was not explanted.